Manufacturer narrative:
The reported issue that when lipid infusions are connected to the proximal y-port closest to the bag, the pump would sound an alarm as the infusion cannot go through the large filter could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. N/additional comments: a25 - no apparent adverse event (3189). Delay of therapy additional comments 2: a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was patient involvement.

Event description:
It was reported that when lipid infusions are connected to the proximal y-port closeest to the bag, the pump would sound an alarm as the infusion cannot go through the large filter. The same issue was encountered when an antibiotic was connected to the proximal y-port and attempted to be infused. It was noted that the issues are expected to be encountered due to the planned IV tubing changes by the hospital system. It was further mentioned that the neonatal intensive care unit (nicu) cannot use the new tubing due to the aforementioned reasons. Infusions, such as sedatives and vasopressors, that are connected to the proximal y-port would take hours to get to the babies, since the infusion rates are very small. Although requested, no additional information was provided.

Manufacturer narrative:
The reported issue that when lipid infusions are connected to the proximal y-port closest to the bag, the pump would sound an alarm as the infusion cannot go through the large filter could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. No apparent adverse event (3189). Delay of therapy additional comments 2: a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that when lipid infusions are connected to the proximal y-port closest to the bag, the pump would sound an alarm as the infusion cannot go through the large filter. The same issue was encountered when an antibiotic was connected to the proximal y-port and attempted to be infused. It was noted that the issues are expected to be encountered due to the planned IV tubing changes by the hospital system. It was further mentioned that the neonatal intensive care unit (nicu) cannot use the new tubing due to the aforementioned reasons. Infusions, such as sedatives and vasopressors, that are connected to the proximal y-port would take hours to get to the babies, since the infusion rates are very small. Although requested, no additional information was provided.